Manufacturer narrative:
E. Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance with a phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the ic cavanas with a max diameter of 12 mm and a 7mm neck diameter. It was noted the patient's landing zone was 2.8mm distally and 3.75mm proximally, vessel tortuosity was strong. It was reported that the pipeline became stuck inside the phenom 27 after re-sheath and could not be deployed. The catheter encountered resistance at the distal shaft. The pipeline got stuck in the catheter distal shaft section during re-sheathing. During this event the microcatheter was not retracted to eliminate slack in the microcatheter. There was no damage to the pipeline or catheter during the process. The pipeline was used for an indication that is approved (on-label).the catheter was flushed with heparin-added saline and all devices used were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom27 fg15150-0615-1s microcatheter. Additional information was received reporting that after a resheath, the pipeline did not move even when it was pushed or pulled afterwards. The pipeline was stored in the phenom, and the phenom was explanted outside the body. There was no resistance during delivery or deployment of the pipeline. There was no inability to dilate observed during pipeline deployment.

Event description:
Additional information was received reporting that the cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.